Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), alopecia ("hair loss"), inflammation ("inflammation"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain/other"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: other"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, adverse event, alopecia, inflammation, dyspareunia, pelvic pain, menorrhagia, hypersensitivity, fatigue and headache outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain, dyspareunia, fatigue, headache, hypersensitivity, inflammation, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for: inflammation. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication, essure implant and explant date were updated. Events added: dyspareunia (painful sexual intercourse), pelvic pain/other, menorrhagia (heavy menstrual bleeding), allergy: other, fatigue and headaches. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), adverse event ("abnormal symptoms"), alopecia ("hair loss") and inflammation ("inflammation"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2016. At the time of the report, the abdominal pain, back pain, adverse event, alopecia and inflammation outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, back pain and inflammation to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.